Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. One set of set screw marks on the connector pin were too proximal. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented there are six sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and five sets are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.

Event description:
It was reported that a day after implant, the lead exhibited declining impedance measurements. The following days, the impedance went down further. Afterwards, high impedance was observed and there was no pacing. The physician decided to change the device and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.